Event description:
A us distributor contacted zoll to report that a pt passed away on (B)(6) 2015. At 07:16:11 on (B)(6) 2015, an arrhythmia was detected. The ECG showed that the pt was in asystole. The pt received two inappropriate defibrillation shocks at 07:18:45 and 07:29:09. Oversensing of a small signal and CPR artifact contributed to the false detections. The rhythm at the time of the first treatment was asystole. During the second treatment, the ECG showed asystole with CPR artifact. The response buttons were not pressed during the entire event. The electrode belt was disconnected at 07:55:51 and the device shut down at 08:14:14. The pt passed away that day.

Manufacturer narrative:
Device eval of monitor sn (B)(4) and belt sn (B)(4) is complete. As received, the monitor and electrode belt were fully functional and able to detect and treat a pt. There is no evidence that the defibrillations caused or contributed to the pt death. Device manufacture date: monitor sn (B)(4) - 11/2013 (reuse); electrode belt sn (B)(4) - 09/2014 (initial use).